Event description:
During a chin repair procedure the anchor broke at the eyelet. The insertion site was pre-drilled and the ao two-finger technique was used. Threaded portion of the anchor remains in the patient's chin. A 10-minute delay took place and a back up device was available.